Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complainant reported that "there is a problem with the liquid scale of measurement because it does not collect correctly the right quantity of urine." Reporter stated that the issue is with the hourly measurement chamber of the device, but no further product information was provided. The device was used but no patient information was provided.